Manufacturer narrative:
12-month complaint trending analysis for the viper2 straight rod480mm, cocr is performed on the product family, as this issue might occur across the product family. Based on the outcome of the trend analysis, no further trending action will be taken as a part of this complaint file. With the information provided, a definitive root cause cannot be assigned to this instance. The device history record for the batch was reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specification. The outer pouch sealing is inspected and it is noted that no anomalies like air pockets or improper pattern were observed that would compromise the sealing integrity. It was noted that the tamper evident label on the carton seal was cut and the vacuum sealed outer pouch is opened. However, the inner pouch and the pu sleeve are not tampered, as such the sterility of the rod is not compromised. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a scoliosis correction, the nurse went to open the cocr rod and discovered the it was unsterile and had already been opened. This was dangerously close to being used.